Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt the physician attempted to position the right ventricular (rv) approximately 4 times with suboptimal numbers. The rv lead had elevated, intermittent, and no capture and high impedance. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.